Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a battery issue was confirmed by baxter personnel during product evaluation. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced onsite at the facility by a baxter field service technician to correct this condition. Additional information: this involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). The device is being evaluated at the facility by baxter personnel. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm during an infusion, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The software version of this device is currently unknown. No additional information is available.